Manufacturer narrative:
The returned device was evaluated. During this testing it was found that when powered on some led segments fail to illuminate. Corrosion on the system board due to liquid ingress was also found. The system board was replaced and the unit functioned as designed. A review of the history for this device was performed and it was concluded that the device was in the field for over three (3) years with no previous returns for servicing or other issues prior to the reported event.

Event description:
Customer states that this device has a bad led display, as it has segments on the top display that will not light. No patient impact or consequence reported.